Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had a blank screen display with no warning. Customer's blood glucose was not reported. After troubleshooting, customer was advised that battery cap would be replaced. Customer requested that insulin pump be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap, and it passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No blank display during testing noted. No damage was found on the lcd isolation tape. The pump was received a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.